Manufacturer narrative:
An explant was reported to abbott. Patient is having the device explanted due to new numbness effecting the left side of her body. The numbness did not resolve after explant. Physical therapy/rehab will be tried next. No additional information to add at this time. The explanted device will not return due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced numbness following a lead replacement on (B)(6) 2025. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.